Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient was not reimplanted at this time.

Manufacturer narrative:
(B)(4). The recipient reportedly underwent wound washouts on (B)(6) 2015. Revision of ear closure occurred on (B)(6) 2015. Antifibrotic treatment began on (B)(6) 2015 for three to four months, with breaks in between as symptoms improved. The recipient was reimplanted with another cochlear device. The recipient's medical issues have reportedly resolved. This is the final report.

Manufacturer narrative:
The recipient's device was exposed due to a post-auricular wound breakdown. The recipient developed a scab over the wound. The wound was washed-out and the recipient was prescribed antibiotics (cipro); however, the treatment was unsuccessful. The recipient underwent a surgery to remove the scab which revealed purulent drainage and an exposed implant. The recipient's device was explanted and the recipient was prescribed bacitracin ointment. The recipient is reportedly doing well. The external visual inspection of the device revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed.